Manufacturer narrative:
On 29-sep-2020, the mentor failure analysis lab received the device for evaluation. On 13-oct-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, a deflation occurred in the breast implant. During visual evaluation of the device, a tear was observed on the anterior and extending to the posterior aspect, measuring approximately 14.8 cm. Microscopic examination was performed, and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. A second product was received. No adverse events were reported for this contralateral device. Therefore, no further analysis is required. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with an unspecified mentor saline breast prosthesis that deflated after implantation. Deflation of the patient¿s left breast prosthesis was diagnosed by a healthcare professional. As a result, the patient underwent explantation and replacement with a mentor smooth round moderate plus profile 325cc saline breast prosthesis on (B)(6) 2020.